Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0un7z, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the patient felt a jolt when they changed settings on (B)(6) 2015. The patient also complained of feeling pain in groin, thigh, and down their leg starting (B)(6) 2015. The next day they complained of cramps in their leg when patient was at 1.2. The patient did have some cramps before implant but they were worse. The following day they decreased to 1.1. They also indicated the patient was feeling weak, feverish, and could not walk. The patient had not fallen but it was noted they were diabetic. Consumer was wondering if they should turn the device off. The patient was to follow-up with their health care professional. Additional information on troubleshooting and actions taken to resolve the event has been requested. If additional information is received a follow up report will be sent. Patient indication for use is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor